Event description:
During a circumferential pulmonary vein isolation ablation procedure an air leak occurred. The sheath set was removed and replaced to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. However, microscopic inspection revealed tearing, resulting in a hole, in the proximal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown as the event could not be confirmed. The cause of the torn seal is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.